Event description:
A pt reported experiencing inaccurate low results with a ot ultra meter. The pt's blood glucose results were not documented. Tests were done 1 minute apart with a difference of 52%. Pt did not experience any adverse events. No further information has been reported.